Event description:
The facility reported an infusion pump with a failure code 810:11. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep did not have info regarding reports of any pt incident involving this pump since the last baxter svc event. No add'l info or contact was available.

Manufacturer narrative:
Eval summary: eval completed and the customer's reported condition of the failure code 810:11 was confirmed. A 2-yr review of the complaint history reveals no other reports have been rec'd for this serial number for the reported issue.